Event description:
It was reported that during a meniscus repair procedure, it was noticed that the fast fix's t2 implant fell off. The t2 implant was removed using graspers and t1 was left secured in the patient. The procedure was resumed after a non-significant delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information on: b5.

Event description:
It was reported that during a meniscus repair procedure, it was noticed that the fast fix's t2 implant fell off from the meniscus. The t2 implant was removed using graspers and t1 was left secured in the patient. The procedure was resumed after a non-significant delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 and suture were returned off the needle. The t2 is fractured on the proximal end. The insertion device has no visible defect. A functional evaluation was performed on the returned device and found that the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of analysis (coa) is required for raw material and a ftir and gpc test data must accompany the coa. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (a failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.